Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. Mentor became aware that the suspect medical device is an unspecified becker implant. The device reported in this complaint (mentor becker implant) was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, no further mdrs need to be reported for this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-apr-2021, mentor received additional information about the event: an estimated implantation date of (B)(6) 1979 was reported. The patient was scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast surgery with unspecified mentor gel breast prostheses that both ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.